Manufacturer narrative:
(B)(4). A request for the sample has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A used sample was returned for evaluation. A visual inspection was performed with the naked eye and a microscope, a damaged patient connector was noted. A clear passage test, clamp function test, and leak test were performed with no issues noted. An integrity of seal test was performed with no issues noted. The interior diameter of the patient connector was measured and was found to be within specification. The issue of a damaged patient connector was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set would not connect to a titanium adaptor, (details not provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.